Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, a small piece of the purple plastic of the cartridge broke off and fell into the cavity of the patient. The device¿s component was retrieved. It was clamped and removed. There was no patient injury.